Event description:
According to the rptr, he rec'd his scooter approx 3 weeks ago. From the first day he rec'd the device, it has failed to operate properly. The rptr states he has charged and recharged the scooter, but it will not move. The rptr states the scooter will "start to go forward or backward, but it won't go. It just jerks as if something is slipping." The rptr wants the scooter repaired or replaced.